Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a procedure of a mildly tortuous and calcified right coronary artery (lesion#2), after pre-dilatation with a non-abbott balloon catheter, a 3.5 x 15mm promus stent was implanted. A 3.5 x 12mm voyager nc was used for post-dilatation and during the second inflation at 16 atmosphere (atm) the balloon ruptured. There was no reported pt effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, and interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices, the implanted stent and/or the tortuous lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager nc may have aided the evaluation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this instance, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of the product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.